Manufacturer narrative:
The device was not returned. The hero device was not being utilized for dialysis since it was still in the incorporation period. The femoral catheter placed at the same time as the hero was being utilized for dialysis access. There was a repot that the hero device had clotted and a thrombectomy was performed. Multiple attempts to get copies of the procedure notes were unsuccessful. As with all esrd pts, this pt was at high risk for any number of sudden death events. Since no autopsy was requested, the cause of death will never be determined. The implanting surgeon was contacted and in his opinion, the death was likely not related to the hero device. This case was initially rec'd as death unrelated to hero and deemed not to be reportable. This case was re-evaluated on 04/05/10, and the determination was made to report this incident since the relationship of the death to the hero device cannot be determined.

Event description:
Pt died at home 13 days after placement of both a tunneled dialysis catheter in the right femoral vein and a hero vascular access device in the right upper extremity. No autopsy was performed, so cause of death is unk.